Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned for evaluation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. No conclusions can be made at this time.